Event description:
The pump was returned to animas for a damaged keypad. During evaluation the keypad damage was unable to be confirmed. The keypad buttons were found to be intermittently responsive to button presses. This report is made based on results of the evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas and was investigated on (B)(4) 2012. Evaluation revealed that there was no damage to the keypad and the keypad symbols were worn off. The keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. All of the keypad buttons did not have normal spring back or click back. There was contamination found under the key contacts when the keypad was removed.